Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details or additional information to date.

Event description:
It was reported that the vascular stent could not be deployed during placement in the popliteal artery. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation of the returned device the stent was found to be completely loaded in delivery system. A force transmitting component of the grip was found to be broken which indicates the presence of high release force making stent deployment with two of the three existing deployment modes impossible. During sample evaluation, the stent also could not be deployed with the third method. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult patient anatomy or challenging placement site may result in high friction during the attempt to release the stent and a subsequent deployment failure. In this case, no information regarding the anatomy was provided. The use of a guide wire smaller than recommended in the IFU also may be a contributing factor. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." And "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." The IFU recommends the use of a 0.035 inch guide wire.